Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is (B)(6) 2018 - (B)(6) 2019. Model number: a complete model number is unknown as the information was not provided. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, not provided. UDI number: unknown as product serial number was not provided. If implanted, give date: unknown/not provided. If explanted; give date: n/a; the iol remains implanted. Device manufacture date: unknown as there is no serial number provided. (B)(4). The device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct iol was repositioned during the past year. Additional information received revealed the iol had rotated and was repositioned rotationally. No additional information was provided. This MDR captures the second of four iols. Separate mdrs have been filed for the additional iols.